Event description:
The patient reported being symptomatic after having pacemaker reprogrammed. Patient reported feeling "a little jittery" and having dizziness when bending down. The patient also noted moments where "I thought I was going to black out". After having symptoms for approximatley 2 days, the patient was advised to go to the emergency room where the device was evaluated. "During this evaluation, I learned that my pacemaker was set to activate if my heart rate fell below 80 beats per minute. My original setting was 50 beats per minute. Since my normal heart rate is between 68 and 75, my pacemaker was running continuously. The original settings were restored and I immediately felt better." The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.